Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had a breath delivery (bd) power on self-test (post) failure. The ventilator was not in use on a patient at the time the malfunction occurred. The technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended to run the flow sensor calibration. The customer reported to have followed the tse recommendations and unit passed all testing and operates within the manufacturing specifications. Covidien was not authorized to service the device.